Event description:
Information was received indicating that the pump exhibited a "no disposable pump" alarm. Reporter indicated having over ten errors in one week. Per reporter, the issue "compromised continuous care delivery." It was also reported that some patients were not able to complete treatment as they were not able to be reconnected during the hours the alarm occurred. Per reporter most patients had a 46 hour continuous administration and up to 12 hours of infusion time may have been lost depending on when the alarm occurred. Per reporter "ie. Thursday overnight-they may have lost up to 12 hours of infusion time prior to being reconnected friday morning." No adverse patient effects were reported.